Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error hal software error detected. Customer's blood glucose level was unknown. Customer also stated that the auto mode turned off and active insulin was updating. The customer was advised to monitor insulin pump and call back as needed. The device will not be returned for analysis.